Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation revealed a blade stall error and device power cord grew warm. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. It was also noted device ma was above 960. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a short circuit in the power cord. Factors that could have contributed to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the mdu was getting hot. The procedure was completed using a s+n back up device. There was no surgical delay. No further complications were reported.